Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 83 mg/dl. Customer's other blood glucose value was 223 mg/dl and 134 mg/dl and 324 mg/dl. The customer was treated with glucagon. Customer was not using auto mode. The device will not be returned for analysis.